Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that during cgm's 2-hour startup period, during which cgm does not display any glucose readings, patient had suffered a hypoglycemic event. Patient lost consciousness and fell face down, hitting her head and suffering a bruised eye. When patient wouldn't answer her phone, patient's husband contacted a friend who called the paramedics. Paramedics treated patient with an IV and measured her bg at ~27 mg/dl. Patient regained consciousness 15 minutes after being treated, feeling dizzy and having an upset stomach. Within one to two hours after her incident, patient was feeling normal again.